Event description:
It was reported that during the explant procedure of the pump on the attempt of removing the pump from the patient's abdomen the portion of the pump with the cap (catheter access port), departed from the rest of the pump. It was together until the removal process. Pump was delivering saline. Prophylactic removal to avoid in-vivo battery depletion was indicated. Patient sustained no injury and recovered without a sequel.

Manufacturer narrative:
Catheter: model: 8703w, serial #: (b)(5), implanted: 1998 (B)(6), explanted: unk. Final analysis of the pump revealed insufficient bonding of the cap. Returned for analysis was an incomplete catheter in segments; analysis of the same revealed no anomaly, acceptable testing. This report is being submitted late due to a delay by a manufacturer employee; a process improvement plan and training are in place.